Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the sutures of the first proglide device were successfully pre-placed. An attempt was made with the second proglide device; however, there was difficulty removing the needle plunger after suture deployment. It was unknown if the suture had deployed or if the suture caught the vessel wall. The next step was performed and the lever was able to be closed and the foot was retracted. It was determined that the plunger must have been removed to a certain degree. The proglide device was removed and the sutures of a new proglide device were successfully pre-placed. The sheath was upsized to an 18f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.